Event description:
It was reported that the device sinus tachycardia pr logic rule is typically unable to discriminate sudden onset of sinus tachycardia but the condition was treated. This suggests an issue with the original programming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.